Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, a thorough analysis of the product was performed. Analysis confirmed insulation damaged based on observation of a puncture hole near the tip end of the lead, consistent with a backloaded guidewire escaping the lumen. Furthermore, unintended user error was based on the field report and the observation of a puncture hole in the insulation near the tip section of the lead. This type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.

Event description:
It was reported that this lead was not successfully implanted with reason unknown. Additional information indicated that during the procedure the wire punctured the lead when it was loaded for delivery. The lead will be returned. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this lead was not successfully implanted with reason unknown. Additional information indicated that during the procedure the wire punctured the lead when it was loaded for delivery. The lead will be returned. A new lead was implanted. No adverse patient effects were reported.